Event description:
It was reported that the patient presented with a symptom of chest pain on their left side. The lead trend data showed an upward trend in right ventricle (rv) thresholds since date of implant, and high thresholds were observed. The physician suspected that a perforation had occurred, and the lead was surgically repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.